Manufacturer narrative:
Initial and final MDR 1923537 - MDR 3003442380-2024-17172 - device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion set was leakage at site on (B)(6) 2024 . The infusion set has been used for approx 6-24 hours. The blood glucose level was 400 mg/dl at the time of events .patient replaced infusion sets and resumed insulin successfully. No further information was available.